Manufacturer narrative:
H6: investigation summary: lot#9125772 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7 retention samples there were no needle clogs and no np gap fail found. Pen needle product has 100% missing cannula and np excessive angle inspection by visual system, and defect part will be rejected automatically. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. Base on investigation above, the certain cause cannot be concluded at this time. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that a pen needle 32gx4mm 14 pack was unable to deliver medication before use. The following was reported by the initial reporter: "on the morning of (B)(6) 2020, diabetic patients before meals insulin injection, to be replaced with a new insulin needle, fluid drainage found that the drug fluid can not be discharged, and explain to communicate with the patient, immediately change the needle, patient was understanding and cooperation "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen needle 32gx4mm 14 pack was unable to deliver medication before use. The following was reported by the initial reporter: "on the morning of (B)(6) 2020, diabetic patients before meals insulin injection, to be replaced with a new insulin needle, fluid drainage found that the drug fluid can not be discharged, and explain to communicate with the patient, immediately change the needle, patient was understanding and cooperation ".